Event description:
It was reported that when the patient was placed on battery power with 2 fully charged batteries, a connect to power alarm occurred. When the fuel gauge on the controller was pressed. No bars illuminated green but the emergency backup battery was not in use. The pump running symbol was illuminated and the pump was running. The controller was exchanged and functioned with no issues on ac and dc power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory/hazard alarms was confirmed via analysis of the log file downloaded from the returned controller; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 1 day of data ((B)(6) 2022 per the timestamp). Atypical low voltage advisory/hazard and power cable disconnect alarms not consistent with power source exchanges and regular battery depletion were captured throughout the log file relevant events due to the relative state of charge (rsoc) and bus voltages of the white power cable dropping below the low voltage thresholds while connected to a 14v battery; the alarms resolved shortly after activating each time. The driveline was disconnected on (B)(6) 2022 at 11:52:41 to exchange the system controller. The drops of voltage did not affect the pump maintaining a speed above the low speed limit. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The controller was also tested while connected to 14v batteries and no atypical alarms were produced. The relative state of charge and bus voltages were measured to be appropriate while performing power source exchanges in the mock circulatory loop. The atypical alarms were not reproduced during testing of the controller. Multiple requests for additional information were made to determine if the reported alarms resolved after the controller was exchanged; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 16jun2022. No further information was provided. The manufacturer is closing the file on this event.